Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heart mate 3 lvas was received on 23august2017. The same device is used commercially and in the ongoing momentum 3 trial. (B)(4). Approximate age of device- 8 months. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient was seen in the clinic on (B)(6) 2017 and was observed to have some yellowish brown drainage from the driveline. The patient was prescribed doxycycline for one month. The patient followed up in the clinic on (B)(6) 2017 and still had drainage from the driveline, but it was improving. It was suggested for the patient to continue the doxycycline for another month. There were no cultures taken on (B)(6) 2017. The patient was seen in the clinic and had slight drainage to the driveline. The patient was instructed to follow up with infectious disease and continue to take doxycycline. No further information was provided.

Manufacturer narrative:
A specific cause for the reported event could not conclusively be determined through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.